Manufacturer narrative:
Gehc surgery field service engineer reports that this intermittent problem happens ones in 1-2 mouth. X-ray controller pcb was replaced twice. Power watch monitor was installed.

Event description:
User stated intermittent problem: error code ad channel error displayed.